Event description:
The customer stated, she was hospitalized for low blood glucose levels. The blood glucose level at the time of call was 590 mg/dl. Troubleshooting was performed by the medical doctor and it was stated that the insulin pump was functioning normally. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as the device has not yet been evaluated. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.